Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'defective on/ off button' which was reproduced as an on/ off key not functioning normally. The cause was determined to be the keypad connector was not properly inserted into the input/ output printed circuit board. The keypad connection to the input/ output (I/o) was reestablished to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective on/off button. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.